Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise for this non-dependent patient, a lead fracture was suspected. The patient was transferred to another facility in a different state. Upon interrogation high out of range pacing impedance measurements of greater than 2000 ohms were seen. It was noted that the impedance measurements had been high and out of range for approximately one year. Noise was also seen during the interrogation. A revision procedure was performed where the noise was able to be reproduced with manipulation. A fracture was suspected but not visualized. No x-ray or fluoroscopy image was taken and the rv lead was not tested on a pacing system analyzer (psa) during the procedure. The rv lead was surgically abandoned and the crt-d was explanted. A new crt-d and rv lead was successfully implanted. No additional adverse patient effects were reported.